Manufacturer narrative:
Return requested. Replacement cable and surgeon monitor shipped to site 01/03/2017. Cable was returned, unused. Medtronic investigation of returned suspect surgeon monitor confirmed reported problem. Monitor had vertical sync jitter after running one hour. Distorted/poor image quality. Electrical failure. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. On 01/06/2017 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed: axiem communication surgeon monitor. The cable was checked, as well as the surgeon monitor. The cable on this navigation system is new and both ends were not damaged at all. The surgeon monitor was changed out. Issue resolved. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's navigation system surgeon monitor signal was "jumping" and cutting in and out. The medtronic representative confirmed that both ends of the cable were fully seated and that there appeared to be no damage on the cable itself. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome reported.